Event description:
The customer reported that there was an alarm issue. They stated that the central nurse's station (cns) did not alarm for asystole or pause for a patient. They stated that the patient did not have a qrs complex a few times, and they gave examples of the length of time 9 seconds, 8 seconds, 3 and 31/2 seconds. They stated that one of the alarms they did get was extreme brady and stated that they have asystole set to 5 seconds. Event strips and logs requested for investigation. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the cns did not alarm for asystole or pause for 1 patient. Nka clinical application specialist reviewed the information submitted, there were several instances documented by the monitor as "hr cannot analyze" and "hr check electrodes" which signifies that the monitor was having difficulty reading this rhythm. Skin prep/lead placement as well as re-learning the rhythm would be troubleshooting steps to assist. There were also several brady and ext. Brady alarms documented with hr as low as 32. Unstable pulse was also noted as well as numerous other alarms. Manual caliper measurements were performed several times. Attempted to reach (B)(6)by phone at (B)(6). Unable to connect with the customer. Contacted ts-jeffrey to collect logs for qa review. Service requested / performed: logs were analyzed by the manufacturer (nkc). It was confirmed that the 3 waveforms which seemed asystole have been all recorded as "ext. Brady" and the "ext. Brady" alarms have generated. [1] (B)(6) 20:52:11-20:52:41 ext.brady [2] (B)(6) 20:56:12-20:56:46 ext.brady [3] (B)(6) 21:11:18-21:11:49 ext.brady. For the 3 waveforms above which seemed asystole, the waveforms which seemed p wave have generated periodically on all. Furthermore, since its amplitude is about 0.2mv, it was presumed that some p wave was detected as qrs and then the asystole alarm didn't generate, and they became ext. Brady. Investigation summary: the root cause of the reported issue is due to user's understanding lead settings. Service history for this serial number shows this is an isolated incident. Service history for this customer site shows this is an isolated incident. Two countermeasures are recommended: in case that the similar phenomenon happens, it is expected to be improved by changing to the lead which enable to reduce the amplitude of p wave. It is expected to be improved by upgrading the org-9110a to the latest version. The risk level is determined to by medium. No CAPA is required at this time. Additional device information: d10: concomitant medical device: the following device was being used in conjunction with the cns. Multiple patient receiver model: org-9110a; sn: (B)(6).

Manufacturer narrative:
The customer reported that there was an alarm issue. They stated that the central nurse's station (cns) did not alarm for asystole or pause for a patient. They stated that the patient did not have a qrs complex a few times, and they gave examples of the length of time 9 seconds, 8 seconds, 3 and 31/2 seconds. They stated that one of the alarms they did get was extreme brady and stated that they have asystole set to 5 seconds. Event strips and logs requested for investigation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Multiple patient receiver: model: (B)(4) sn: (B)(4).

Event description:
The customer reported that there was an alarm issue. They stated that the central nurse's station (cns) did not alarm for asystole or pause for a patient. They stated that the patient did not have a qrs complex a few times, and they gave examples of the length of time 9 seconds, 8 seconds, 3 and 31/2 seconds. They stated that one of the alarms they did get was extreme brady and stated that they have asystole set to 5 seconds. Event strips and logs requested for investigation. No patient harm was reported.